Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for one female born in 1995 patient whose doctor ruled out pregnancy. Three different blood samples were measured and all >200. Other samples were taken and tested on the alinity and the roche platform with similar results. The following data was provided for those results: sid (B)(6) processed on (B)(6) 2024 alinity result = +350 iu/l. Roche sample take on (B)(6) 2024 result = 311 u/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I total b-hcg results for one female born in 1995 patient whose doctor ruled out pregnancy. Three different blood samples were measured and all >200. Other samples were taken and tested on the alinity and the roche platform with similar results. The following data was provided for those results: sid (B)(6) processed on (B)(6) 2024 alinity result = +350 iu/l. Roche sample take on (B)(6) 2024 result = 311 u/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 63160ud00, however, no related trends were identified. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 63160ud00. In-house accuracy testing was completed using a retained kit of lot 63160ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 63160ud00 was identified.